Event description:
Pt w/right coronary artery significant obstruction w/unstable angina undergoing angioplasty of the rca. After initial balloon dilation of the lesion developed spiral dissection of the rca w/complete obstruction of flow. At the same time the xray equipment malfunctioned w/no flows on line available as well as monitor lost all the pictures so as nothing was available to proceed w/the procedure. With same help rptr was able to establish bilateral xray tube to complete the procedure.